Event description:
It was reported an implant migration and leak occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. 107 days post index procedure, the patient had an atrial fibrillation ablation procedure that revealed the closure device had shifted from its implanted position and it appeared to be sideways in the ostium of the laa, no longer meeting release criteria. A leak was also discovered under the fabric of the closure device, yet it was unmeasured. There was no reported patient complication, and no intervention has been performed or is planned.